Event description:
Procedure: hysterectomy. Reportedly, the stapler jammed and did not staple the incision completely. The surgeon resected the staple lines and closed them (unk if stapled or sutured). No reported pt injury.